Event description:
The facility's biomedical technician reported a fail code 512. The biomedical technician stated they have no record of any patient incident involving the pump since the last baxter service event.